Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation. A visual inspection was conducted and confirmed the jrny ii cr lkg fem imp bumper rt shows excessive wear and tear. The product is cracked which causes it to not properly function. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a journey ii cr lkg fem imp bumper right was cracked due to wear; it also had a tear on the component. No case reported; therefore, there was no patient involvement.